Event description:
It was reported that during an implant attempt, the stylet could not be inserted into the lead during repositioning. This lead was removed and replaced with another lead. Additionally, a left ventricular lead was attempted but did not reach the desired location and was replaced with another lead. Oversensing was noted on the device. The sensitivity was lowered and the problem resolved until the technician was holding pressure on the device pocket and oversensing started again. The physician opened the pocket, disconnected all leads, and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the 4194 lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device was oversensing on the right ventricular (rv) lead. The sensitivity was lowered and the problem resolved until the technician was holding pressure and the rv lead started oversensing again. The physician opened the pocket and disconnected all leads. The rv lead checked out fine through the analyzer, but when it was reconnected to the device the oversensing was noted again. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.